Event description:
During a laparoscopic sigmoid procedure, the device appeared to malfunction-malformed staples. Pt result ended in temporary end colostomy. Additional surgical intervention will be required at a later date to reverse. There was no further consequence to the pt reported.